Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered 6 rounds of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock(s) due to an episode of supraventricular tachycardia (svt). Technical services (ts) was consulted and noted the device undersense p waves. The lead remains in service. No adverse patient effects were reported.